Event description:
A (B)(6) male pt contacted zoll customer support to report constant check te messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check te messages) has been performed. As received, the belt failed incoming testing. Upon eval, the black pulse wire was open inside the trunk cable. The cause of the incoming test failure and check te pad messages is the open black wire. The root cause of the open black wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.